Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests, and functioned properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report low blood glucose levels. Customer also reported that the left side of the drive support cap is sticking out. Customer's blood glucose reading was 38 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.